Event description:
On 02/04/1999 at 11:28 am the account reported a hgb result of 8.36 g/dl and rbc result of 2.84. A flag or warning was not given with the results. The sample was retested at 15:10 pm, generating a hgb result of 14.5 g/dl and rbc result of 5.21. No report of injury.